Event description:
It was reported the "enable/disable" button for rapid atrial pacing was intermittently "bouncing." Follow-up attempts to obtain additional information were unsuccessful. The epg was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the high rate key panel was out of specification. It was also noted that the upper and lower cases were broken, the ring cover and both bail covers were broken and the battery contacts were discolored.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).